Manufacturer narrative:
A2-a6) patient information - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the tightrail device was discarded, thus no returned product investigation was performed. H6) perforation of vessels is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to occlusion. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. It was noted at the start of the procedure that the subclavian vein was visible, because of the device being implanted deep under the muscles. Beginning with a spectranetics 13f tightrail sub-c rotating dilator sheath, there was significant bleeding in the pocket, and a subclavian perforation was noted. Rescue efforts began, and a vascular surgeon was called to the room to repair the vein, which stabilized the patient. As a result, the decision was made to stop the extraction, and implant new leads from the right side. Attempts made to unlock the llds were unsuccessful; therefore, the ra lead (MDR #3007284006-2025-00129) and rv lead (MDR #3007284006-2025-000130), along with the llds, were cut and capped and remained in the patient. The patient survived the procedure. This report captures the 13f tightrail sub-c device in use within the subclavian when the perforation occurred, requiring intervention. There was no alleged malfunction of the tightrail device in use during the procedure.